Event description:
It was reported the patient fell asleep while recharging her implantable neurostimulator (ins) and that she ¿received a shock that woke her up.¿ it was noted the patient had not tried to recharge since this episode that occurred two days prior to report and that the day prior to the episode she was able to charge with ¿no issues.¿ it was stated the patient¿s programmer indicated her ins was ¿on and ok with a full ins.¿ it was reported the patient did not observe any error codes. Additional information reported the patient received assistance from their doctor or manufacturer representative on (B)(6) 2013 and their concerns were resolved. It was further stated the patient ¿did not have concerns with their device or therapy¿ eleven days after the initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3550-09, lot# n0045892, implanted: (B)(6) 2005, product type: accessory. Product ID: 3387-40, lot# j0309618v, implanted: (b)64) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-09, lot# n0045892, implanted: (B)(6) 2005, product type: accessory. Product ID: 3387-40, lot# j0309618v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).